Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to blank display. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Troubleshooting was performed and display screen came back on momentarily showing an unexpected restart alarm. Alarm history also showed an external ram crc error alarm. Customer's blood glucose was unknown. After troubleshooting, display screen did return and turned off again. Customer was advised that insulin pump would need to be replaced. Customer also reported a past even of no delivery alarm which was resolved with an infusion set change.